Event description:
Reportedly, during the pacemaker implantation procedure that occurred on (B)(6) 2018, a vega r58 lead and a vega r52 lead were implanted in the patient¿s right ventricle and atrium respectively. Both of the leads showed satisfactory lead measurements. When the lead was connected, the screwdriver was inserted into the ventricular screwdriver slot perpendicularly and a click sound was heard along with the rotation of the screwdriver. The connector pin of the lead was confirmed to be protruding from the distal connector block and a lead pull test also confirmed secure connection of the lead. The atrial lead was then connected to the pacemaker, followed by ventricular pacing outputs being shown on ECG for two or three beats; however, as the av interval seemed long when the pacemaker showed ap-vs behavior, it was suspected inappropriate for the pacemaker not to perform ventricular pacing, the a-v interval was measured; then, it was revealed that the a-v interval was longer than 110 ms, the programmed av delay. Interrogation of the pacemaker revealed that the ventricular lead impedance was greater than 3000 ohms in bipolar configuration. The programmer showed with vp markers that the pacemaker was performing ventricular pacing, but ventricular pacing failure was occurring. ECG also showed no ventricular pacing spikes. The ventricular lead was disconnected from the pacemaker for checking purposes. This time, the ventricular lead would not be disconnected from the ventricular port when the ventricular set-screw was loosened only half around, which suggested it unlikely that a loose connection of the lead had occurred. After the ventricular lead was removed from the pacemaker following the ventricular set-screw being loosened further, the lead was tested by a pacing system analyzer. The lead measurements were as satisfactory as the values shown before the lead connection. The ventricular lead was thus considered to be normal. The ventricular lead was reconnected to the kora 250 dr and the pacemaker was interrogated. This time, the ventricular lead impedance was measured at 700 ohms in bipolar configuration. Successful ventricular sensing and pacing were also confirmed. Nevertheless, the physician decided to discontinue the use of the subject pacemaker because of the high ventricular lead impedance and ventricular pacing failure observed earlier after the first lead connection. A different pacemaker was therefore implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the pacemaker implantation procedure that occurred on (B)(6) 2018, a vega r58 lead and a vega r52 lead were implanted in the patient¿s right ventricle and atrium respectively. Both of the leads showed satisfactory lead measurements. When the lead was connected, the screwdriver was inserted into the ventricular screwdriver slot perpendicularly and a click sound was heard along with the rotation of the screwdriver. The connector pin of the lead was confirmed to be protruding from the distal connector block and a lead pull test also confirmed secure connection of the lead. The atrial lead was then connected to the pacemaker, followed by ventricular pacing outputs being shown on ECG for two or three beats; however, as the av interval seemed long when the pacemaker showed ap-vs behavior, it was suspected inappropriate for the pacemaker not to perform ventricular pacing, the a-v interval was measured; then, it was revealed that the a-v interval was longer than 110 ms, the programmed av delay. Interrogation of the pacemaker revealed that the ventricular lead impedance was > 3000 ohms in bipolar configuration. The programmer showed with vp markers that the pacemaker was performing ventricular pacing, but ventricular pacing failure was occurring. ECG also showed no ventricular pacing spikes. The ventricular lead was disconnected from the pacemaker for checking purposes. This time, the ventricular lead would not be disconnected from the ventricular port when the ventricular set-screw was loosened only half around, which suggested it unlikely that a loose connection of the lead had occurred. After the ventricular lead was removed from the pacemaker following the ventricular set-screw being loosened further, the lead was tested by a pacing system analyzer. The lead measurements were as satisfactory as the values shown before the lead connection. The ventricular lead was thus considered to be normal. The ventricular lead was reconnected to the kora 250 dr and the pacemaker was interrogated. This time, the ventricular lead impedance was measured at 700 ohms in bipolar configuration. Successful ventricular sensing and pacing were also confirmed. Nevertheless, the physician decided to discontinue the use of the subject pacemaker because of the high ventricular lead impedance and ventricular pacing failure observed earlier after the first lead connection. A different pacemaker was therefore implanted.

Event description:
Reportedly, during the pacemaker implantation procedure that occurred on (B)(6) 2018, a vega r58 lead and a vega r52 lead were implanted in the patient¿s right ventricle and atrium respectively. Both of the leads showed satisfactory lead measurements. When the lead was connected, the screwdriver was inserted into the ventricular screwdriver slot perpendicularly and a click sound was heard along with the rotation of the screwdriver. The connector pin of the lead was confirmed to be protruding from the distal connector block and a lead pull test also confirmed secure connection of the lead. The atrial lead was then connected to the pacemaker, followed by ventricular pacing outputs being shown on ECG for two or three beats; however, as the av interval seemed long when the pacemaker showed ap-vs behavior, it was suspected inappropriate for the pacemaker not to perform ventricular pacing, the a-v interval was measured; then, it was revealed that the a-v interval was longer than 110 ms, the programmed av delay. Interrogation of the pacemaker revealed that the ventricular lead impedance was greater than 3000 ohms in bipolar configuration. The programmer showed with vp markers that the pacemaker was performing ventricular pacing, but ventricular pacing failure was occurring. ECG also showed no ventricular pacing spikes. The ventricular lead was disconnected from the pacemaker for checking purposes. This time, the ventricular lead would not be disconnected from the ventricular port when the ventricular set-screw was loosened only half around, which suggested it unlikely that a loose connection of the lead had occurred. After the ventricular lead was removed from the pacemaker following the ventricular set-screw being loosened further, the lead was tested by a pacing system analyzer. The lead measurements were as satisfactory as the values shown before the lead connection. The ventricular lead was thus considered to be normal. The ventricular lead was reconnected to the kora 250 dr and the pacemaker was interrogated. This time, the ventricular lead impedance was measured at 700 ohms in bipolar configuration. Successful ventricular sensing and pacing were also confirmed. Nevertheless, the physician decided to discontinue the use of the subject pacemaker because of the high ventricular lead impedance and ventricular pacing failure observed earlier after the first lead connection. A different pacemaker was therefore implanted.

Manufacturer narrative:
Preliminary analysis could not confirm the reported event. Based on available data, electrical and mechanical characteristics of the subject device were found within specifications. No issue is suspected with the subject device.